Manufacturer narrative:
The customer reported communication loss (comm loss) on the central nurse's station (cns). According to the customer, they rebooted the unit and now the unit is displaying a monitor disconnect error. The customer noticed a blinking amber light on the switch so they rebooted the switch. The customer said they would call back as they got pulled away. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported communication loss (comm loss) on the central nurse's station (cns). There was no patient injury reported.

Event description:
The customer reported communication loss (comm loss) on the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported communication loss (comm loss) on the central nurse's station (cns). According to the customer, they rebooted the unit and now the unit is displaying a monitor disconnect error. The customer noticed a blinking amber light on the switch so they rebooted the switch. The customer said they would call back as they got pulled away. There was no patient injury reported. Investigation summary: communication loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of that device. The available information reasonably suggests the root cause is environment (facility network). Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h2 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 (B)(6) 2022 emailed the customer via microsoft outlook for device information: no reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H10 additional manufacturer narrative manufacturer references #(B)(4) follow up 001.

Event description:
The customer reported the central nurse's station (cns) was in comm loss with the monitored devices. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported the central nurse's station (cns) was in comm loss with the monitored devices. No patient harm was reported. Investigation summary: the available information reasonably suggests the root cause is the facility's network environment. The customer noted performing a cns reboot and then seeing a "monitor disconnected" error. Technical support advised the customer to inspect the network closet, who stated they found a blinking amber light on the switch. They performed a reboot without further details. There was no response to follow up attempts, which suggests the issue was resolved. Review of the serial number history found no recurrence of the issue. Comm loss/signal loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of the monitored device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss.